Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) powered off on its own and would not power on was confirmed during functional testing. The root cause of the reported power issue was due to a damaged power switch cable as a result of the possibility to mishandling but normal wear and tear could not be ruled out since the returned platform was manufactured in august 2015 and it is nearing expected serviceable life of 5 years. Visual inspection was performed and noted no physical damages upon receipt. Unrelated to the reported complaint, found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is the characteristics of normal wear and tear for the age of the device. Deburring of the clutch plate was performed to remedy the encoder drive shaft issue. The autopulse platform failed to power on during initial functional testing due to a damaged power switch cable. The power switch cable was replaced to remedy the issue. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint for autopulse platform with serial number (B)(4).

Event description:
During patient use, the customer reported that the autopulse platform (sn (B)(4)) powered off on its own after performing 2 to 4 compressions. The user replaced multiple batteries, however, the platform would not power on. Unknown if manual CPR was performed. No consequences or impact to patient was reported.